Event description:
It was reported that the customer experienced high blood glucose during his vacation. It was stated that the customer was hospitalized due to an infection site and high blood glucose of 25mmol/l. The customer was given antibiotics and released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.